Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with a 450cc mentor memorygel breast implant (left) and a 400cc mentor memorygel breast implant (right) experienced bilateral rippling with suspected right sided rupture post procedure. The implants were described as looking like two baggies and the right implant as being looser than the left. The patient does have thin radiated tissue but does not believe that to have a causal association to the problems she is experiencing. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-16139 for contralateral prosthesis report.